Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (single gripper actuation issue) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report gripper actuation difficulty. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, restricted posterior leaflet, severe left ventricle (lv) dysfunction, and dilated left atrium. Following an implant of a mitraclip ntw, another mitraclip ntw was selected for treatment. After loading the leaflets on the clip arms, the grippers were not operating as intended. One gripper was not lowering. After troubleshooting with locking and unlocking the clip, the grippers worked as intended. The procedure was completed with two clips implanted. The mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.